Event description:
It was reported that during use, the device did not display a bis reading because the sensor failed the impedance test and sensor check. The patient was chemically paralyzed and sedated; therefore, the risk of emg interference should have been minimal. Once the bis reading was obtained, the bis value was in the 40s (within the target range). Based on this condition, the expected outcome was that the sensor would have a higher likelihood of providing a reliable reading and passing the impedance check, which was not observed in this case. The skin was prepared with an alcohol wipe. A new sensor was then applied; however, it required an additional five or more minutes and further manipulation to pass the sensor check and obtain a reading. Once obtained, the bis value was within satisfactory limits, the value was came from the second sensor. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.